Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Info received indicates the casters will continue to swivel when the brake is locked.